Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the hand piece was tested on a generator and gave an error code 3. It no longer meets design specification for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Possible causes of loss of continuity: causes that may contribute to this are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. The acoustic isolator is an elastomeric component placed between the transducer and the hand piece housing for the purpose of isolating the vibration of the transducer to the outer housing. The isolator is under compressive force that holds the hand piece distal and mid sections together. The acoustic isolator does not act as a seal for the housing; however, it does apply a compressive force to the distal seal. The stresses of compression, vibration and sterilization temperatures can result in small perforations (tears) in the isolator. These small perforations are not detrimental to the sealing or function of the hand piece.

Event description:
It was reported that during an unk procedure, error code 3. Another device was used to complete the procedure. There were no adverse consequences for the pt.